Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. This issue will continue to be monitored, and further actions taken accordingly. A device history record (DHR) review was not completed as no lot number was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that "when the patient was in use and the position was changed after suction, the ventilation volume dropped to 150 ml. Upon checking, the pilot balloon had come off." This occurred during patient use at the facility. There was patient involvement and no patient harm/adverse event reported.